Event description:
It was reported that during the implant attempt, the right atrial (ra) lead exhibited high thresholds and impedances. The physician attempted to unscrew the lead, but the screw was difficult to retract. After the lead was finally removed, it was found to be damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead exhibited high thresholds and impedances. The physician attempted to unscrew the lead, but the screw was difficult to retract. After the lead was finally removed, it was found to be damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was distorted (over-rotation), and the lead appeared to have been stretched and damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.